Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced infusion set leakage at site event on (B)(6) 2024. The event occurred on the first day of insertion. The blood glucose level at the time of event was 300 mg/dl no further information available.